Manufacturer narrative:
Return requested. Replacement monitor shipped to site 01/05/2015. Medtronic investigation of suspect monitor, returned on 01/18/2015, finds that when the monitor was placed in a 72 hour burn-in test the image was normal for the entire test time. No fault found. - return requested. Replacement cable shipped to site 01/05/2015. Medtronic investigation of suspect cable, returned on 01/20/2015, finds that when the cable was connected to a known good test system, the image is normal. Fully functional. No fault found. - 01/14/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. - no further issues have been reported.

Event description:
A medtronic representative received a report from a surgeon that during pre-op loading of a patient exam, the navigation system monitor went black for 10-15 seconds. After 10-15 seconds, normal view returned and the monitor functioned properly. There was no patient present when this issue was identified.